Event description:
It was reported that dashed lines pop up where patient temperature (pt) should be reading, and the arctic sun device alarmed. They have tried the rectal probe and esophageal probe. They stated when they flexed the cables there was no change and the patient temperature (pt) read on bedside monitor with no issues. Advised they need to swap out temperature cable. Nurse stated they would contact biomed for another cable. Per follow up information received via phone on 02dec2024, it was reported that spoke with charge nurse, who confirmed a biomed exchanged the cable while patient remained on the device. The temperature started to show on the screen. Cable was disposed of. Therapy completed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed temperature cable. Dashed lines pop up where patient temperature (pt) should be reading, and the arctic sun device alarmed. They have tried the rectal probe and esophageal probe. They stated when they flexed the cables there was no change and the patient temperature (pt) read on bedside monitor with no issues. Advised they need to swap out temperature cable. Nurse stated they would contact biomed for another cable. Per follow up information received via phone on 02dec2024, it was reported that spoke with charge nurse, who confirmed a biomed exchanged the cable while patient remained on the device. The temperature started to show on the screen. Cable was disposed of. Therapy completed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that dashed lines pop up where patient temperature (pt) should be reading, and the arctic sun device alarmed. They have tried the rectal probe and esophageal probe. They stated when they flexed the cables there was no change and the patient temperature (pt) read on bedside monitor with no issues. Advised they need to swap out temperature cable. Nurse stated they would contact biomed for another cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.